Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 313 mg/dl. Customer was hospitalized due to hyperglycemia and high blood glucose. Prior to hospitalization customer attempted to treat blood glucose of 268 mg/dl and blood glucose elevated. Customer was advised by healthcare professional that insulin pump was not functioning. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads cracked reservoir tube and missing the end cap sticker.